Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-16736. During remote monitoring, episodes of loss of capture were observed on the right ventricular (rv) and left ventricular (lv) leads. In addition, episodes of oversensing were also observed on the rv lead. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.